Manufacturer narrative:
There is no expiration date for this product. The serial number was not known at the time of this report. Additional attempts will be made for this information. Initial reporter's occupation was not known at the time of this report. Additional attempts will be made for this information. The device had not been evaluated at the time of this report. The device manufacture date was not known at the time of this report. Additional attempts will be made for this information. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to have functionality issues with the hand control as well as the override panel. At the time of this report, full verification of the functionality of the override panel was not able to be obtained. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay or moving the patient to another table. However, this specific malfunction was identified prior to a procedure and there were no patients involved, and no event occurred. The root cause is unknown at the time of this report. The conclusion of the evaluation is unknown at the time of this report. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table hand control will not hold a charge. Upon further evaluation, it was determined that the override panel was not functioning properly either. There was no reported patient involvement and no reported adverse consequences.